Manufacturer narrative:
Model- 72404272 cylinders; lot sn- (B)(4); mfg date- 07/17/2017; exp date- 07/17/2022.

Event description:
It was reported that the patient experienced a malfunctioning pump. The pump was replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump stayed flat and did not work. The patient got well.

Event description:
It was reported that the patient experienced a malfunctioning pump. The pump was replaced to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump stayed flat and did not work. The patient got well.

Manufacturer narrative:
Analysis of the pump ms identified no significant failure; however, the pump failed activation. Review of the manufacturing records for batch 1000087050 from container 21970729-003 confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.